Event description:
Intermedullary nail (steel) inserted in open, comminuted tibia fracture. Pt advised steel nail was subject to spontaneous breakage and needed to be replaced with titanium nail on 6/28/94 due to failure to heal fracture/non-union. Pt confined to wheelchair until 1/3/97 when x-ray revealed bent nail and two bone screws having worked their way out of original position. Nail removed 3/24/97. Hollow nail had cu 1.5" "plug" from talus.